Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had tingling in their arm and they thought they felt their implantable cardioverter defibrillator (ICD) vibrate. The device remains in use. Follow up with the patient's physician indicated that the right ventricular (rv) lead dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.